Manufacturer narrative:
Internal complaint reference: (B)(4). Article: song, chao, & ma, hua-an. (2021). Study of factors related to bleeding after plasma tonsillectomy. Chinese otolaryngology-head and neck surgery, 27(3), 189.

Event description:
It was reported that on literature review "study of factors related to bleeding after plasma tonsillectomy", 18 patients had secondary bleeding after a tonsillectomy using a evac 70 xtra hp wand. The bleeding of 5 patients was treated by indirect compression with infiltration injection of 1% lidocaine dilution into the tissue around the bleeding point, 12 patients were treated with bipolar electrocoagulation hemostasis operation, and 1 case was stopped by suture hemostasis. Patients outcome is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution a complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on a review of the provided literature article, the device will not be returned, and no further information will be provided. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause of adverse events and/or the outcome of the patients beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference (B)(4). H10: updated attachment due to health codes.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). Corrected data: d4: UDI number.